Event description:
A competitor reported that the patient presented for device follow-up experiencing bradycardia. The nurse believed there was twos (t-wave oversensing), with strips showing ventricular oversensing of noise. The nurse also stated being aware of low pacing impedance since shortly after the previous device replacement about 21 months earlier. Later no capture was noted as well. The lead was reported to be capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead, implanted: (B)(6) 2006; 4068-58 lead, implanted: (B)(6) 2000. (B)(4).